Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type lead; product ID 97714, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The consumer reported she had the spinal cord compressed and they had to do an emergency surgery. When they did the surgery, they noticed one of the discs did not look right and there was an infection. The leads were removed, but the implantable neurostimulator (ins) was left in. There was no sign of infection at the leads. Later, the healthcare provider (hcp) reported a culture of leads and tissue in the area of the leads was taken. A complete blood count (cbc) with differential was also taken. It was noted the patient had l3-l4 discitis and the leads were removed to prevent secondary infection. The patient asked whether she should keep the ins battery charged until they replaced the leads and it was reviewed she needed to keep it charged. Relevant medical history included non-malignant pain. Please see manufacturer report #6000153-2015-00209 for information on the patient's concomitant system.